Manufacturer narrative:
(B)(4). Investigation summary: a sample was received and investigated by our quality team. The separation was immediately apparent and the customer's complaint of separation is verified. When using microscope for further visual analyses, the tubing showed clear evidence of lack of solvent where tubing is inserted into junction. This is the root cause of the failure. A device history record review for model 2426-0007 lot number 20056914 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the male luer disconnected from the end of the as lvp 20d 3ss cv tubing. The following information was provided by the initial reporter: "when opening the product, a piece fell out and appeared to be disconnected. When looking at it further, the male luer at the end of the tubing was not connected to the tubing. If you try to connect tubing to male luer, it is loose and will fall off."